Event description:
A malfunction on the pump was reported. Customer¿s blood glucose (bg) level was 520 mg/dl. Elevated bg was address a by manual insulin injection and did not require third-party assistance. The customer reverted to an alternate method of insulin therapy.